Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was received in its original sterile bag, the valve was not implanted. At the time of submission the progav valve was set to pressure range 10 cmh2o. A visual inspection was performed and there were obvious deformations of the membrane of the housing. Adjustment tests are not carried out because the deformation of the membrane did not allow movement of the rotor inside the valve. If no movement of the rotor can be made then an adjustment is impossible. Brake function tests were not applied because of the stuck rotor. Based on our investigation results we confirm that the valve was not adjustable due to the deformation of the membrane of the housing. It stuck the rotor therefore no movement was possible. This was caused by too much powerful use of the adjustment tool. No further actions are required.